Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number # (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "delivers cytostatics incorrectly according to time setting.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in melsungen. According to the error description, no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.